Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns pt experienced an infection at the generator and electrode incision sites. The pt subsequently underwent explantation of both the generator and lead. Follow up with the surgeon's office revealed that the pt had picked at the incision sites since implantation and that was the cause of the infection. Manufacturer confirmed that the devices were sterilized prior to the distribution. Based on the info received to date, the cause of the patient's infection is due to pt manipulation of the wound site.